Event description:
It was reported that pump displayed minimum fill notification while customer was attempting to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed sufficient usable insulin, removed pump from case, and cleaned pneumatic tap area as instructed, but reloading same cartridge did not resolve issue; technical support then guided customer through properly filling and loading new cartridge, after which cartridge loaded successfully and insulin delivery was resumed.